Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a gradient of 2mmhg. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, an nt clip was inserted and grasping was performed. The clip was attempted to be pulled back into the left atrium (la), but it was observed one of the grippers would not raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was deployed on the leaflets, reducing mr to a grade of 2. It was noted the gradient increased to 5mmhg. On december 17, 2023, the patient returned to the hospital due to shortness of breath. At this time it was observed that gradient had increased to 10mmhg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - single), associated with the inability to raise the posterior gripper, could not be determined. The reported dyspnea appears to be a secondary effect of the increased pressure gradient across the mitral valve. A cause of the reported mitral stenosis could not be determined. The reported patient effects of mitral stenosis and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.